Manufacturer narrative:
This lead is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was not successfully implanted due to unsatisfactory measurements. The lead was repositioned several times without improvement and subsequently helix extension issues were encountered. The lead was explanted and visual inspection confirmed tissue intertwined in the helix mechanism. The tissue and dried blood/body fluids were removed but the helix extension issues did not resolve. The lead was replaced with another lead without issue. No adverse patient effects were reported.